Event description:
It was reported that the patient experienced an unknown pump reset on (B)(6) 2022. No further information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump reset; however, a specific cause for the reported pump stop could not be conclusively determined through this evaluation. The lvad event log file contained data from (B)(6) 2021 to (B)(6) 2022. The log file recorded a pump reset on 03mar2022 at 10:53:39. A direct cause for the events could not be determined as the event was not captured in the controller event log file. The log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. G) is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump reset, which appears consistent with an electrostatic discharge (esd) event. The lvad event log file contained data from 06nov2021 to 10apr2022. The log file recorded a pump reset on 03mar2022, which appeared consistent with an esd event. The log files appeared to capture the pump operating as intended. The account submitted log files which captured a pump reset on 03mar2022, which appeared consistent with an esd event. The account reported that there was no further information available related to the resets. The patient was not symptomatic and had no remarks about the event. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. Heartmate 3 lvas instructions for use (IFU) (rev. G) section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook (rev. G) section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.